Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. It was reported, prior to use, the needle was not able to inject, and the fluid would not push out. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. The packaging blister had been opened by pushing the needle through the packaging blister top web. This creates particles from the top web paper material. The symptom reported could be induced by opening the packaging blister the incorrect way. The packaging blister should be opened by pulling the bottom and top webs apart. The needle has no defects or imperfections observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. A device history record review was completed for provided material number 305106, lot number 1273587. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that the bd precisionglide¿ needle would not push out. The following information was provided by the initial reporter: provider noticed prior to use, not able to inject with the needle, fluid would not push out.